Event description:
It was reported that the patient experienced an overstimulation sensation. The patient was feeling thumping sensation in her legs from the waist down when she brought her arms above her waist. The sensation was reported to be painful. The symptoms started following a charging session. The patient noted that they sat on the recharger. The patient turned the recharger and the stimulator off and reached her arms up to put the recharger away, and began experiencing "abnormal electrical impulses" down her legs when she moved her arms. The patient noted that when she lay down the "sensation is intolerable". The pt had the stimulator turned off and was still experiencing the problem. The pt was at home.

Manufacturer narrative:
(B) (4).